Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information comes from the abstract titled "comparison of clinical outcomes after transcatheter vs. Minimally invasive cardiac surgery closure for atrial septal defect" from the "circulation journal" vol. 81, no. 4, 2017. Page 543-551. Summary: the success rate was 98% for the percutaneous group and 100% for the mics (minimally invasive cardiac surgery) group. A comparison between these two groups showed no significant differences. Minor complications in the mics group have a significantly higher incidence rate than in the percutaneous group. This study showed that percutaneous closure of atrial septal defect (asd) can be considered as the first therapeutic option for the patient with a suitable anatomy whereas there are anatomical limitations. In this single-center retrospective study between 2000 and 2013, percutaneous asd closure using amplatzer septal occluder (aso) was conducted in 134 patients between 2011 and 2013. There were adverse events after the procedure in 2 patients reported: one case of pulmonary edema requiring intravenous diuretics as major complications ((B)(4)) and this case of anemia requiring blood transfusion as minor complications (per (B)(4)). No additional information is available.